Event description:
Device malfunction: resistance during thumb advancer deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, resistance was felt. The device was removed by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. Hemostasis was achieved using manual compression. There were no report adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.